Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Unused sterile devices were returned from the account. 5 of the devices were inspected and functionally tested. 4 of the 5 devices passed with no anomalies. 1 device failed functional testing as the clip was deployed and caught at the distal end of the device/ vessel locator wings. This device failure will be captured under a separate medwatch report. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath, after a diagnostic procedure. Reportedly, when the deployment button was pressed, the clip of the starclose se device did not deploy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.